Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, check belt messages) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging wires. The damaged cable caused an open pulse wire that the root cause for the strained cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported adjust belt messages and check therapy pad messages.